Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 1 device was received. 19 device investigation types have not yet been determined. Event confirmation status: 1 reported event was not confirmed. Evaluation results 1 device was found to be affected by broken down lubrication. Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. - 19 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 19 previously reported events are included in this follow-up record. Product return status 6 devices were received. 13 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 19 previously reported events are included in this follow-up record. Product return status 4 devices were received. 15 devices were not available for evaluation. Event confirmation status 4 reported events were not confirmed. Evaluation results 3 devices were found to be affected by compromised lubrication. 1 device was found to be affected by corrosion.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 20 events were previously reported during the reporting quarter; however:  - 1 event is being reported with device codes 1437,1260 on pr ID# 2377967. - 19 previously reported events are included in this follow-up record. Product return status 4 devices were received. 10 devices were not available for evaluation. 5 device investigation types have not yet been determined. Event confirmation status 4 reported events were not confirmed. Evaluation results 3 devices were found to be affected by compromised lubrication. 1 device was found to be affected by corrosion.